Event description:
It was reported that the patient received several inappropriate shocks due to low sensing. Lead dislodgement was suspected. As such, the physician decided to reposition the lead.

Manufacturer narrative:
Na